Event description:
It has been reported that the equipment was not starting. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Review of the system log file showed that there was a malfunction with host-pc. Rse instructed the customer to operate the power switch of the host-pc as the power to the host-pc was on. After operating the power switch, the system was returned to use in good working order. Next day, the issue reoccurred and fse replaced the host-pc, after that, the system was working fine. The codes were updated based on the investigation outcome.